Event description:
It was reported that the pta balloon ruptured at 14 atm during the second inflation. During withdrawal, it was observed that a portion of the pta balloon had become detached and remained loaded on the guidewire. No pt injury reported.

Manufacturer narrative:
The lot number for the device was provided. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the products were found to have met all specifications prior to shipment. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.